Event description:
A welch allyn distributor informed welch allyn of a customer who stated that a vaginal speculum broke while being used on a patient during a gyn exam and lacerated the patient's vagina. On (B)(6) 2014 the patient came in for a routine pap smear test. When attempting to remove the speculum, it was noted to be stuck to the posterior wall of the vagina. The physician ran her fingers along the sides, in an attempt to release the suction. She also visualized the speculum internally and noted the bottom bill to have a vertical crack; the physician proceeded to snap the crack entirely to release the pressure and removed the speculum. The patient did sustain a laceration (size is undetermined) with bleeding noted. The patient was given instructions to return if any problems developed. No additional treatment was administered.

Manufacturer narrative:
Welch allyn is reporting this is an abundance of caution. The customer disposed of the device, but provided pictures of the actual device to welch allyn for review. Pictures of the vaginal speculum were examined by engineering, and the failure mode matches one that has been previously investigated. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed.